Event description:
It was reported that during a procedure at the user facility that the device was sparking. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up submitted for evaluation results.

Event description:
It was reported that during a procedure at the user facility that the device was sparking. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.